Event description:
It was reported that after a percutaneous transluminal angioplasty of the iliac artery, arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device. Reportedly, the device broke (not in two pieces) at the transition between the proximal guide and the distal guide. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device breaking at the transition between the proximal guide and the distal guide was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, although the device broke at the transition between the proximal guide and the distal guide, the parts remained together. The removal of the device was slow but did not require any additional intervention. There was no resistance or difficulty encountered during device insertion over the guide wire into the vessel. No additional information provided.